Event description:
Surgeon was filling a defect left from a trans lab procedure. He used a 25 gram vial of bonesource. The material seemed somewhat tacky after about 20 mins. However, it did harden with some add'l time. Post operatively, the drain was removed and the pt developed a csf leak which was cured with a pressure dressing. Distributor is not certain if the product caused or contributed to the event.